Event description:
Technician alleged that a nurse was adjusting the sheet on the foot end of the mattress and the dorsal side of her wrist contacted the IV pole socket, with IV pole in stored position, and allegedly the nurse received a scrape on the wrist.

Manufacturer narrative:
Technician reported that maintenance filed down the alleged sharp corners of the IV pole sockets to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.